Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-01292 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-01060.

Event description:
It was reported the PICC line leaking fluid from external length. PICC line removed and fracture identified. No patient harm reported. Additional information received 4/3/2023: the patient attended aohu and had their PICC line removed as the problem had been found in the community with the district nurse. The district nurse attended to dress the PICC and saline splashed out of the fracture when attempting to flush the line. The patient did not come to any harm.

Event description:
It was reported the PICC line leaking fluid from external length. PICC line removed and fracture identified. No patient harm reported. Additional information received 4/3/2023: the patient attended aohu and had their PICC line removed as the problem had been found in the community with the district nurse. The district nurse attended to dress the PICC and saline splashed out of the fracture when attempting to flush the line. The patient did not come to any harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.